Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with insulin during the load sequence. Reportedly, the customer was not completing the air removal step properly when filling the cartridge. A new cartridge was loaded to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide, ¿keeping the syringe vertically aligned with the cartridge, and the needle inside the fill port, pull back on the plunger until it is fully retracted. This will remove any residual air from the cartridge. Bubbles will rise toward the plunger.¿ h3 other text : device not returned.